Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image and received the battery failed alarm. The customer observed the replace battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed for the replace battery now alarm and battery failed alarm. Troubleshooting was performed for the open book image, explained that the pump performed safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 10.0 received the lowbatteryalert (104) on 05/15/2025 12:10:00 faster than expected at 1.11 days. Battery cycle 9.0 received the lowbatteryalert (104) on 05/13/2025 19:08:00 faster than expected at 3.37 days. Battery cycle 8.0 received the lowbatteryalert (104) on 05/09/2025 23:55:00 after more than 7 days at 10.03 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The unit was also noted with a failed batt test via adapt on 05/16/2025 02:05:36.000. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed and moisture damage was noted to the electronic assembly, thus isolating the unit to the electronic stack. The following cosmetic damages were noted: cracked corner of belt clip rails, cracked battery tube, cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion unexpected battery power loss was unconfirmed using the baat tool. Failed batt test was confirmed via adapt, and open book alarm was confirmed when the unit was powered on. The causing of these issues and errors were and from moisture damage within the electronic assembly, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.